Manufacturer narrative:
The returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. There was a separation of the hypotube 52.7cm from the strain relief. There was contrast in the inflation lumen and the balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 1.50mm x 20mm emerge balloon catheter selected for use. However, upon opening, it was noted that the balloon catheter was broken. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. A 1.50mm x 20mm emerge balloon catheter selected for use. However, upon opening, it was noted that the balloon catheter was broken. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.